Event description:
Home pt (hp) reports pt line tubing of homechoice set becomes disconnected during dwell of apd treatment. Baxter technician assisted hp in ending treatment and restarting with new supplies. No pt injury or medical intervention reported by rn.